Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one electric shock for a sinus tachycardia event. Technical services (ts) was consulted and discussed that the device exhibited far field oversensing and interpreted the event as a dual tachycardia resulting in the inappropriate therapy delivery. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one electric shock for a sinus tachycardia event. Technical services (ts) was consulted and discussed that the device exhibited far field oversensing and interpreted the event as a dual tachycardia resulting in the inappropriate therapy delivery. No adverse patient effects were reported. At this time, this device remains in service.